Event description:
The patient was initially enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention unstable angina pectoris. The lesion treated was in a saphenous vein graft leading from the proximal left anterior descending branch. The lesion had 98% stenosis and was de novo, smooth and eccentric. It was 15mm in length and the vessel was 2.7mm in diameter. A 3.0 x 18mm cypher select stent was electively implanted at 18atm. During a yearly follow-up, in 2008, the patient reported experiencing angina pectoris. It was noted that the patient had discontinued aspirin due to the doctor's orders. Approximately a year and five months post index procedure, the patient experienced a non q-wave myocardial infarction in an undetermined location. There was no evidence of stent thrombosis. A re-pci was conducted. The patient's baseline medication included aspirin, clopidogrel and statins. The patient's intra procedure medication included aspirin, clopidogrel and heparin. The patient's post procedure medications included aspirin , clopidogrel, heparin, insulin and statins.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.